Event description:
The reported description notes that the bedside monitor powered down during a cardiac arrest. Pt injury has not been reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor powered down during a cardiac arrest. The problem was obvious to the clinician. The monitor was unplugged and plugged in and it powered up and functioned with no additional problems. Pt injury has not been alleged. This is being reported only because the monitor was in use during a pt event that warranted emergent care. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.